Event description:
The nurse responded to patient calling for help. He went into the room and found that the patient was bleeding from the right internal jugular introducer. Upon examination he noted that just below the cap, the blue hub of the introducer was completely broken off the white sheath.